Manufacturer narrative:
The implant date should be removed, as the device was an esheath introducer and was not implanted.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium, or valvular structures, is a known potential complication associated with the tavr procedure. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well-recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate that the exact cause of the dissection and rupture of the access site cannot be confirmed, investigation results suggest that procedural factors such as cardiovascular injury, perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures are known potential complication associated with the tavr procedure. As per medical opinion, investigation results suggest that it is possible that the event is related to one of the devices used; however, the medical professional could not confirm which device (esheath or perclose) caused the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transfemoral transaortic valve replacement procedure with a 26mm sapien 3 valve, dissection and rupture of the access site was confirmed. After the valve implantation, the esheath was removed and a perclose was used to close the access site. Later, the physician observed that the left femoral artery peripheral area was stenosed. A balloon aortic valvuloplasty was performed, and a stent graph was used to repair the stenosed area. There was no visible damage on the esheath or delivery system. As per medical opinion, it is possible that the event is related to one of the devices used; however, the medical professional could not identify which device (esheath or perclose) caused the event.